Event description:
On (B)(6) /20223, it was reported by a sales representative via email that an ar-3670 fibertak biceps implant system anchor pulled out when the surgeon was tying the final knots, after stitching the biceps and reducing it down to the humerus. A new anchor was used to complete the case successfully. This was discovered during a proximal biceps tenodesis procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.